Event description:
Customer complaint: limited data available. "Customer review complaint: I have been using this brand for over 3 years now. This is the first time I had any reason to suspect the results. I tested this meter against my doctor's and the results differed by over 25% with the care touch reading the higher of the two. If I were insulin dependent this could be a real problem. Too late to send back for refund but I will not be buying this one again."

Event description:
Customer complaint - limited data available. After using this brand for multiple years and purchased a new meter. This particular meter was tested at the customer's doctor and they received very inaccurate results.